Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 3.2. Date: (B)(6) 2010, inratio: 1.3. Date: (B)(6) 2010, inratio: 1.3. On (B)(6) 2010, doctor's nurse gave instructions to continue taking coumadin on same dose. Patient has had a cold for the last 2 weeks. Taking cough drop lozenges and nyquil. Customer uses the same finger for collecting blood sample when retesting.